Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the customer reported that the system displayed error 136 and error 140 and was unable to generate x-rays during clinical use. Due to the lack of x-ray output, the procedure could not continue on the affected system. A system restart was attempted but did not restore x-ray generation. The procedure was aborted and rescheduled. A philips field service engineer inspected the system onsite and confirmed the reported issue. Error 136 was identified as a high-voltage safety condition that stops x-ray generation, and error 140 was identified as an irm high digital voltage safety condition. During system checks, contamination related to arcing was identified in the lamp area. Corrective service actions included cleaning of the high-voltage cables and lamp sockets, tube conditioning, tube adaptation, fluoroscopy calibration, and system calibration. After these actions, functional checks confirmed the system was operating within specifications, and the system was returned to clinical use. No instability was observed following service. Based on available service findings and historical information, the observed behaviour is consistent with degradation within the high-voltage path involving the x-ray tube and heat exchanger. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during an ablation procedure, the patient was already catheterized when the system displayed error codes indicating that x-ray emission was not possible. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
The investigation into this complaint is still ongoing; however, additional information has been received indicating there was no deterioration in the patient's status as a result of the procedure being aborted. As the patient was already under some form of sedation with a punctured catheterized vessel which was removed and had to be redone later this event is deemed a non-serious injury. Further information verified that the patient has since recovered. At the time this complaint was received, philips did not have sufficient information to exclude the potential for serious injury, so the complaint was reported. A final report will be submitted once it is complete. The codes have been updated to reflect the additional information.